Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing a low blood glucose (bg 40 mg/dl) event while using the ilet bionic pancreas. The user stated she went for a run when her bg was 170 mg/dl and later felt dizzy and disoriented when the ilet alerted to low bg. She treated with honey and skittles and recovered without medical intervention. No hospitalization or lasting effects were reported.